Manufacturer narrative:
The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray inspection found overtorque of the inner coil consistent with procedural damage. The reported event of helix mechanism issue was confirmed. After cleaning, the helix could extend and retract by applying torque directly at the connector pin. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with dried blood/tissue and overtorque of the inner coil. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a follow up, right ventricular lead high capture threshold was observed. During lead repositioning procedure, the lead helix was failed to be extended. The lead was explanted and replaced. The patient was stable throughout the procedure.